Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 7 uses remaining after last use. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it is unknown if a fragment fell into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment did fall into the patient.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical salvage surgical procedure, the prograsp forceps instrument did not ¿serve¿ the sutures efficient during the anastomosis. The sutures had to be carried out in several times. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found with a derailed grip cable at the clamping pulley. Intuitive motion was not smooth upon manual input of the grip disk input knobs. When the housing was removed, the grip cable at clamping pulley was found off-track its slot causing motion issues at the wrist. The root cause was attributed to a component failure.